Event description:
It was reported by service report that the lock bar strut was broken which can effect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.